Event description:
It was reported that during an unspecified procedure the sterile field was possibly compromised. The customer reported that the encore balloon inflation device is used in the or and questioned "if they are compromising the sterile field by taking that both layers are sterile." Despite multiple requests to obtain add'l info, no info has been received to date.

Manufacturer narrative:
The complainant indicated that the device would not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.